Event description:
The ICD involved in this MDR report was implanted on (B)(6) 2008. Upon scheduled f/u on (B)(6)2010, high impedance (open continuity) was observed on the right ventricular (rv) defibrillation coil. Analysis of the files (performed on (B)(6) 2010) confirmed the reported high impedance. Recommendations were sent for a re-intervention. Reportedly, system revision was carried out on (B)(6) 2010 and the physician could easily pull out the rv lead pin from the connector without touching the screw. The lead was properly reconnected to the ICD, solving the issue. Both ICD and lead remain implanted.

Manufacturer narrative:
(B)(4), 2010 - this event concerns a device that was mfg and used outside the us. Analysis is pending.